Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm, customer stated that the insulin pump was able to clear the alarm and able to rewind. Customer stated that the drive support cap was normal. No harm requiring medical intervention was reported. Troubleshooting successfully performed and the customer will discontinue to use the insulin pump.